Event description:
The pt was revised to address loosening and metallosis.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New (B)(6) record created in order to update (B)(6) (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. (B)(4). Update received: 9th july 2014 - added do47 reference number, added side hip: left, added product type: asr xl, advised non depuy stem, added reason(s) for revision: raised metal ion levels. Alval / soft tissue reaction and added surgeon: (B)(6). Asr revision. Asr xl - left. Reason(s) for revision: raised metal ion levels. Alval / soft tissue reaction. This com is to be closed to CAPA due to the reasons for revision falling within the CAPA remit and off label use of a competitor stem.

Manufacturer narrative:
Depuy considers the investigation closed at this time.should the additional information be received, the informationwill be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: new etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr revision ages/pharmed ref (B)(4) update received: (B)(4) 2014 - added (B)(4) reference number, added side hip: left, added product type: asr xl, advised non depuy stem, added reason(s) for revision: raised metal ion levels. Alval / soft tissue reaction and added surgeon: prim. Univ.-prof. Ddr. (B)(6). Asr revision asr xl - left reason(s) for revision: raised metal ion levels. Alval / soft tissue reaction. This com is to be closed to CAPA due to the reasons for revision falling within the CAPA remit and off label use of a competitor stem update (B)(6) 2017: additional information received from crawford, as per review of the new information there is no update to the com. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.